Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The blood glucose reading was unknown. The customer's mother stated that she had already discarded the infusion set that was giving issues. The customer complained of large/medium ketones, headache, crankiness, and nausea, and she treated with a bolus. Upon troubleshooting, it was found that the insulin pump was working as designed. The customer's mother stated that she preferred to have the insulin pump replaced because they had had this issue before and the customer had ended up in the hospital last time. She stated that the device worked intermittently and she did not feel safe using it. Confirmed replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.